Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead had insulation damage, oversensing, and an occasional charge delay issue. No intervention was performed, and the patient's status was unknown.